Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported a discrepant result on the alinity m sars-cov-2 assay. Customer had discrepant results on two different sample ids (second sample will be addressed in MDR 3005248192-2020-00123): on (B)(6) 2020, sample ID (B)(6) generated a positive result. It was noted that the internal control failed (although package insert deems this a valid result). The amplification curve for this sample is also very unusual and suspicious. The positive result was communicated to the physician, who later questioned the result. On (B)(6) 2020, the sample generated a negative result. There has been no report of impact to patient management. The customer states, that they test the samples only, have no further contact with the patients and do not prescribe any therapy. Customer just wanted to provide a brief description to us on this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer files for the runs in question were reviewed. The alinity m runs were valid, met assay specification requirements, and no message codes or flags were displayed for the positive or negative control. The internal control was valid for the second run of sample ID (B)(6) and both runs of sample ID (B)(6). There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 is performing outside of established design performance specifications. However, discrepant result on two patient samples occurred upon re-run. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510732. The CAPA review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components was performed and did not identify any internal or post-production use issues related to this issue and these lot numbers. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 assay (list 09n78-090) lot 510732 identified one additional related complaint ticket, which was independently investigated and did not identify a product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 was not identified.